Event description:
The customer's mother called stating the customer was hospitalized for diabetic ketoacidosis and the blood glucose levels were over 599 mg/dl. The infusion set was changed the day prior to the event. Troubleshooting was offered but the mother declined and only wanted to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Add'l info: currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.